Event description:
A pt with a metastatic pancreatic duodenal obstruction was implanted with a 22mm x 90mm enteral wallstent on july 20, 1998. Five days later, the pt returned with abdominal pain, poor white cell count and fever. Abdominal imaging illustrated air in the abdomen and inflammation in the periduodenal region at the distal portion of the stent. The pt expired. It appears that the stent perforated the duodenum in the physician's opinion.